Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. It is possible that one of the conditions attributed to this failure as the srugeon suspected. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed that the catalog number is not available.

Event description:
It was reported that during arcr the tip of the needle broke. It was brand new and the first use when the issue occurred. After surgery the surgeon confirmed that no broken piece was left in the patient's body by x-rays. There was no surgical delay or harm to the patient. The surgeon suspected the breakage occurred because of the possibility of over-clamping of the rotator cuff or touching the bone or something hard.